Manufacturer narrative:
(B)(4).

Event description:
The company representative (rep) reported a loss of the device that needed explant due to being overdischarged. It was unknown if there had been one strike or three strikes. Additional information has been requested to find out more information regarding this event. If additional information is received, a follow up report will be sent.